Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient experienced electric shock symptoms. The cause of the intensity changes without changing position with adaptive stim was not determined. Actions taken included a reset scheduled on january 10th with sensor stop test and patient use of the remote control to change the intensities. The patient had an appointment on january 28th with the physician's team to make adjustments. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient no longer had electric shocks since the sensor was stopped, but they had positional changes in the location of the stimulation. The rep made a new adjustment with good pain coverage. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported intensity changes happen without changing positions with an increase or decrease in intensity out of control. There was no factors that may have led or contributed to the issue. Actions taken included a reset scheduled on january 10th with sensor stop test and patient use of the remote control to change the intensities. Data recovery was performed on january 10th. The issue was not resolved and no surgical intervention occurred or was planned. No further complications were reported/anticipated.